Manufacturer narrative:
The reagent lot number was 75024001 with an expiration date of 30-jun-2025. The quality control results were acceptable. The field service engineer found the sample probe was worn. He inspected all assemblies, checked the rinse levels, and replaced the sample probe. He performed all alignments and precision checks for magnesium which were all successful. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high roche diagnostics magnesium reagent results from the cobas c 503 analytical unit. The samples were repeated due to provider complaints. Patent 1 initial result was 2.73 mg/dl. The repeat result from another laboratory was 2.1 mg/dl and the repeat result on the original analyzer was 2.17 mg/dl. Patent 2 initial result was 3.02 mg/dl. The repeat result from another laboratory was 1.9 mg/dl and the repeat result on the original analyzer was 1.95 mg/dl. The repeat results were believed to be correct.